Event description:
The pt reportedly experienced intermittencies. Exchanging the external equipment resolved this issue, however, the pt has elected to have the device explanted for a technology upgrade. Advanced bionics is in the process of gathering more information. Once more information is received a follow up report will be submitted.